Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagogastrectomy laparotomy, while the device was being applied to the stomach and jejunum, the first device properly loaded, but there were pieces fell into the patient¿s cavity while the second device¿s staples deployed but it did not cut. The surgeon had to retrieve the anvil of the stapler via endoscopic snares. The surgeon was then issued another stapler and instrument and completed a successful anastomosis. There was no patient injury.